Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the patient¿s insulin pump did stop vibrating. The blood glucose level of the patient was unknown at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test. The device failed to vibrate during self test problem isolated to the vibrator motor. The device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. The device received with cracked keypad overlay at select button. The device received with minor scratched display window, case and keypad overlay. The device received with stained serial number label.